Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 6x40mm armada 35 balloon dilatation catheter (bdc), a balloon leak was noted when attempting to pull negative. The bdc was not used in the procedure. Another armada bdc was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.